Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root causes were determined to be due to wear from normal use and servicing and product design construction/design false. The issue related to the defective pressure disk has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that coupling tool side was out of specification on battery oscillator device. It was further determined that the control unit and the pressure disk were defective. It was further determined that the coupling tool side seized, jammed and was moving heavy. It was further determined that the device failed pretest for trigger test, functional test and check trigger and electronic control unit (ecu). It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.